Manufacturer narrative:
The investigation determined that this complaint is a duplicate of the report with MDR access# 8010042-2021-01129 . Therefore, for evaluation results and manufacture's narrative, please refer to this report.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that water droplets was found inside the air gas module of the ventilator due to defective compressor. There was no patient involvement. Manufacturer ref.#: (B)(4).